Event description:
The customer reported that during a patient procedure, using a glidescope spectrum single-use directview mac s3, the screen "went green." They tried to unplug and replug the blade but the same issue occurred. The procedure was completed using a new blade. No delay in the procedure or harm to the patient or user was reported.

Manufacturer narrative:
A replacement glidescope blade was provided to the customer and the customer's glidescope spectrum single-use directview mac s3 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned blade and was unable to confirm the reported image issue. When connecting the customer's glidescope spectrum single-use directview mac s3 to known, good, test verathon equipment, the blade produced a normal image. Manipulating the connection to the blade did not result in loss of video or any video distortion. The video feed remained steady and the image was clear. The glidescope single-use directview mac s3 was connected then disconnected ten (10) times with no video failures or detection issues identified. No failures were found during evaluation testing and the blade functioned as intended. The camera image quality test was performed and passed. Upon completion of the evaluation, the glidescope single-use directview mac s3 was scrapped as the customer had already received a replacement blade. No further investigation is required at this time. Verathon will continue to monitor for trends.